Event description:
It was reported during a da vinci hysterectomy surgical procedure, that a broken cable was observed at the tip of the maryland bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument had a broken pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.